Manufacturer narrative:
On september 15, 2021 additional information received indicated that the doctor diagnosis is rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 idicated that the patient underwent bilateral replacements as follow: l/cat#: smpx685, sn#:(B)(6) , r/ cat#: smpx685, sn#: (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (unknown grade) capsular contracture, and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor memorygel 385cc silicone prosthesis experienced left-sided (unknown grade) capsular contracture, and device migration post procedure. The patient stated that implant being encapsulated, a lot of pain and painful to lay down. The diagnosis by the physician on (B)(6) 2021 was a flipped implant on the left side. As a result, patient underwent removal on (B)(6) 2021.